Event description:
The following has been reported by customer: complaint about a tiva upper housing, in which the alarm mute button stopped working 10 months after replacement. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. The reported device and the defective spare part were not returned to our laboratory for analysis. According to the report from the intervening service, the defective upper case was replaced. The verification carried out by quality control after the intervention confirms that this corrective action eliminated the observed malfunction. From complaint description it seems that the cause of the event could be linked to a defective keypad. Based on the information collected, the complaint is considered valid. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.